Event description:
The customer reported unresponsive buttons and a frozen screen. The customer stated that the time on the screen was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. The insulin pump had missing end cap sticker.